Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10

Event description:
It was reported that 8 bd nano¿ 2nd gen pen needles leaked out insulin during the injection. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer wife reported finding pen needles giving difficulties placing needle onto husbands pen. Consumer wife reported finding when injecting the insulin comes out and all over. Caller is pinching up skin with 4mm. Advised to go streight in with this size. Informed of proper non patient end placement"

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 bd nano¿ 2nd gen pen needles leaked out insulin during the injection. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer wife reported finding pen needles giving difficulties placing needle onto husbands pen. Consumer wife reported finding when injecting the insulin comes out and all over. Caller is pinching up skin with 4mm. Advised to go streight in with this size. Informed of proper non patient end placement".